Manufacturer narrative:
Device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that one of the leads had migrated and was touching the other lead. The pt felt intermittent stimulation. It was reported that the pt had fallen, but it was unk whether this event caused the lead migration. The lead was explanted and replaced on (B)(6) 2010. The explanted lead was returned to the MFR for analysis. No further issues have been reported.